Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Disassociation of the distal stem and the proximal body of aequalis ascend flex revive components visualized on post-op x-ray. Preliminary analysis shows that the issue is not related to aequalis ascend flex components but rather to aequalis flex revive components disassociation (tornier inc components).